Event description:
It was reported that pump experienced malfunction with displayed malfunction code, and no notable events occurred beforehand. There was no reported impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction appeared again, and no additional information was received regarding further outcome.